Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported by the user site that during an atec sapphire procedure on (B)(6) 2026, "we had the red light again and the system was really loud and vibrating a lot. We were not able to complete the biopsy because the vacuum was not working." The user later clarified that "the radiologist did two rounds of sampling, after the second round he decided he wanted to do another round. During this time is when the system went down. The procedure was 80% complete but we did not get as much tissue as we wanted on the third round of sampling." No further information is currently available.